Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic laparoscopic hysterectomy, while dissecting the pelvic ligaments, the monopolar curved shears(mcs) presented an error and mcs became inoperable. The surgeon lost control of the mcs. The bedside team was unable to remove the mcs using the conventional method, therefore a broken instrument maneuver was needed for removal. New mcs were connected, which functioned normally for the entire surgery. There was a delay of three minutes to resume the surgery. There was no injury.